Manufacturer narrative:
Elven months earlier the patient was enrolled in a pms study. An elective angiogram was coducted and revealed in stent restenosis (isr) of two previously implanted bare metal stents (bms) located in the proximal and mid lad areas. The proximal lad lesion was an isr of a be2 bare metal stent. The lesion was concentric, diseased diffusely, ostial and cto, but was not calcified or tortuous. The diameter of the (proximal) vessel was 2.2mm. The mid lad lesion was an isr of an express2 bare metal stent, concentric, diffused, and cto, but it was not calcified or tortuous. The diameter of the (mid) vessel was 1.56mm. The lesion length was unknown for both. Pre- procedure stenosis was 100% and aha/acc classification of the vessel was a type c for both lesions. For the proximal lesion, pre-dilation was conducted with a 3.0 x 20mm balloon at 16 atm. Inflation time was unknown. Then a 3.5 x 18mm cypher was implanted at 16 atm for 31- 60 seconds inside the isr of the bms (be2) at the proximal lad. A second 3.5 x 18mm cypher was implanted at 16atm for 31- 60 seconds at the distal end of the initially implanted cypher. It was placed on top of the two bare metal stents previously implanted. The mid lad lesion was pre-dilated with a 3.0 x 20mm balloon at 6 atm. Inflation time was unknown. Then a third cypher, a 2.5 x 23mm stent was implanted at 16atm for 31- 60 seconds at the mid lad on the distal end of the bms (express2). Inflation time was unk and it was placed with a gap with theproximal cypher. Post-dilation was conducted witha 3.5 x 18mm at 16atm at the two proximal cyphers and then at 6 atm on the most distal cypher. Inflation time was unk. Timi flow before the procedure was 0 and 3 after the procedure. The redisual percent of stenosis was 5% for the proximal lad and 0% for mid lad. Ivus was conducted. Three months later, the patient complained of chest pain. A coronary angiogram was conducted and restenosis was observed insie the express2 stent, which was implanted at the mid-lad. There was 90% stenosis. The cypher was not covering that section. Four days later, balloon angioplasty was conducted to treat the restenosis. Procedural details were unk. The residual percentage of stenosis was 10%. The patient was in stable condition. Physician's comment: the stenosis occurred between the implanted cyphers and so this was no related with cypher. Please noted that this is distributed outside the united states; however, it is similar to the united stated distributed product. This is one of three (3) reports submitted for the same event. Please eference MFR. Report# ' s: 9616099-2006-00690, 00691, 00693. Additional information willbe submitted 30 days upon receipt.

Event description:
During a patient's follow-up coronary angiogram, restenosis was observed at an area which had previously restenosed in the past. The restenosis was a 100% blockage in the left anterior descending aretery (lad). The patient was asymptomatic at the time. Two weeks later, treatment for the restenosis was conducted, and a 3.0 x 23mm cypher was implated inside the (express 2) bare metal stent. Procedure details were unk. The residual percent of stenosis was 0.